Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump's buttons were unresponsive. Customer's blood glucose level was around 250 mg/dl. The customer experienced high blood glucose levels. The insulin pump alarmed meter blood glucose now and then the keypad locked. The customer was having issues with the infusion set and did not receive an alarm. The customer disconnected from the insulin pump and was using manual injections. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had intermittent button response due to an unlocked keypad connector. The insulin pump was received with a cracked case at the display window corner and cracked reservoir tube lip.